Manufacturer narrative:
Product ID 3587a25 lot# n339611, implanted: 2013 (B)(6); product type lead product ID 3587a25 lot# n301347, implanted: 2013 (B)(6); product type lead product ID 3587a25 lot# n287216, implanted: 2013 (B)(6); product type lead product ID 3587a25 lot# n250318, implanted: 2013 (B)(6); product type lead product ID 3708260, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708260, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 37746, serial# (B)(4); product type programmer, patient product ID 3708260, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708260, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708260, serial# (B)(4), implanted: 2013 (B)(6); product type extension (B)(4).

Event description:
It was reported that a patient had a revision surgery for an extension to his implantable neurostimulator (ins). It was stated that the caller was notified of the surgery the day before it occurred. It was reported that an ultrasound revealed that the bifurcated extension ¿was ¿sandwiching¿ the nerve and over time the scar tissue formed causing painful sensation¿. The caller reported that the revision was done yesterday and ¿one of the bifurcated extensions was unhooked and tunneled to the same side as the other extension¿, so it¿s not ¿sizzling the nerve¿. It was reported that the revision went well and that impedance check was fine. It was reported that the patient was doing fine. It was noted that no new product was implanted, ¿just unhooked and re-hooked extension after tunneling to a new location¿.

Event description:
Additional information found it was further reported the cause of the event was ¿2 passes from head to thorax." It was further noted the device was used off label and the lead/extension ¿entrapped the spinal accessory nerve.¿ it was further stated the revision/surgical description was ¿due to 2 phases for the lead/extension for motor cortex stimulation ¿ the spinal accessory nerve came entrapped.¿ it was further reported ¿if 2 passes did not occur this would be prevented.¿ it was noted the patient outcome was non-serious injury/illness and the patient did require hospitalization as a result of this event.